Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was seen in the side port of sheath when catheter was inserted. No air seen was seen during preparation steps at all. All table preparations were normal, first aspirations were all fine on table, sheath placed in patient over an amplatz 180 exchange wire. Dilator was removed at this stage and blood aspiration done with no air seen. Fully prepped and irrigated catheter with non-boston scientific device was placed in sheath, wire was within catheter with tip seen like a ballpoint pen at end of catheter. During the blood aspiration with catheter inserted visible air was pulled through the side port, at this stage the catheter was removed, and another blood aspiration was performed, no air was seen during this aspiration. Amplatz wire was placed in sheath and sheath removed to be replaced with new prepped sheath of a different lot number. Second sheath had no issues. After replacing sheath no air was seen. No air was observed in the length of the sheath during the issue, only side port. The standard sheath dilator, amplatz 180 extra stiff exchange wire, farawave 2.0 31mm catheter (serial (B)(6) containing a non-boston scientific device were inside the sheath prior to, and/or at the time, the air was observed. The pressure bag was used for the irrigation of sheath but no irrigation forward on sheath when visible bubbles occurred. No leaks were observed. The guidewire was inserted within the catheter. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The returned faradrive steerable sheath passed leak testing as the device was able to maintain pressure within the sheath and no leakage occurred. However, the device failed aspiration testing as air bubbles were observed. Microscopic inspection of the hemostatic valve identified a tear in the outer valve.

Event description:
It was reported that during the pulse field ablation pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was seen in the side port of sheath when catheter was inserted. No air seen was seen during preparation steps at all. All table preparations were normal, first aspirations were all fine on table, sheath placed in patient over an amplatz 180 exchange wire. Dilator was removed at this stage and blood aspiration done with no air seen. Fully prepped and irrigated catheter with non-boston scientific device was placed in sheath, wire was within catheter with tip seen like a ballpoint pen at end of catheter. During the blood aspiration with catheter inserted visible air was pulled through the side port, at this stage the catheter was removed, and another blood aspiration was performed, no air was seen during this aspiration. Amplatz wire was placed in sheath and sheath removed to be replaced with new prepped sheath of a different lot number. Second sheath had no issues. After replacing sheath no air was seen. No air was observed in the length of the sheath during the issue, only side port. The standard sheath dilator, amplatz 180 extra stiff exchange wire, farawave 2.0 31mm catheter (serial 36379965) containing a non-boston scientific device were inside the sheath prior to, and/or at the time, the air was observed. The pressure bag was used for the irrigation of sheath but no irrigation forward on sheath when visible bubbles occurred. No leaks were observed. The guidewire was inserted within the catheter. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is expected to be returned.